Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the video connector socket. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the following. The contact failure of the electrical contacts of the video connector due to the aging deterioration and damage of the video connector socket for long-term use, because approximately seven years had passed since the subject device had been installed. The failure of one of the internal circuit board associated with image processing due to the aging deterioration of the internal circuit board. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device, it was found that the endoscopic image of the subject device flickered. The user facility completed the procedure using the subject device. There was no report of patient injury associated with this event.